Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the small grasping retractor instrument log for pn 420318 n10180108-927 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An image of the broken cable was provided to exhibit the reported failure prior to the instrument being returned for analysis. Further. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision surgical procedure, the small grasping retractor instrument's cable broke. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g4, g7, h2, h10/h11. Corrected data can be found in h10/h11. The blank MDR fields in field h10 of the initial MDR submission should have included, "the information for fields e2 and e3 is unknown."

Event description:
Refer to h10/h11 for follow-up information.